Event description:
The customer reported one had a boot exposure right on the camera head and detached cable involving an olympus autoclavable camera head. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: noise showing on image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: noise showing on image occurred due to faulty charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. This report was impacted by emdr scheduled maintenance occurring (B)(6) 2026.